Manufacturer narrative:
Device was scrapped by stryker due to presence of unknown biological material encrusted on the outer surface of the handpiece.

Event description:
It was reported that the cast cutter was overheating and leaking fluid during a cast removal procedure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the cast cutter was overheating and leaking fluid during a cast removal procdure at user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.